Manufacturer narrative:
The most likely cause for the discrepancy observed is due to sample handling or the off-label collection kit and the differences in testing platforms. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. No pcr curve abnormalities were observed to have occurred during the run. A late CT and weak amplification is observed in the sars-cov-2 channel during the initial run. This low level of amplification observed could indicate a sample with a low viral load near the limit of detection (lod) of the assay where results are known to waiver on repeat testing. The lod and the type of sars-cov-2 genes detected differs significantly between the cobas® sars-cov-2 & influenza a/b assay on the cobas® liat® system and the cepheid genexpert assays. As such, results with one assay may not be reproducible with a different assay. The collection kit and sample type is off-label. The cobas® sars-cov-2 & influenza a/b assay method sheet recommends to collect nasopharyngeal or nasal specimens according to applicable manufacturer instructions and standard collection technique. Collection kits that are not recommended in the method sheet could have a different chemical composition and affect the performance of the assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on a different platform (genexpert) and same cobas liat which yielded a negative result for all targets. The negative result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.